Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported during a procedure (australia) to address ineffective stimulation (reference MFR report: 1627487-2018-03572 and MFR report: 1627487-2018-03575), the physician was unable to remove the lead located at the l4 level. The physician opted to leave the lead implanted, however it is disconnected from the ipg.